Event description:
Unexpected return received. Customer says that she has no info on the event. A note attached to the silicone segment says "leaks". There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received, but it has not been evaluated yet. A follow up report will be submitted with the failure investigation results once the evaluation has been completed.